Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
When final tightening, the blocker with the torque wrench, the doctor found the arrow had not arrived "12n", and heard the broken voice of the instrument. After checking with it, he found the head of torque wrench had been broken. Because it was one new instrument, dealer requested to replace a new one.